Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the provided data indicated that the hiv results exhibited minimal, non-sigmoidal, and late amplification consistent with non-specific amplification. The hiv positive control targets and internal controls for both positive and negative controls demonstrated robust, sigmoidal growth, confirming proper assay performance. No product issue was identified. The most likely cause of the reactive hiv results was attributed to non-specific amplification due to unintended primer interactions, which typically present with a late CT value and a non-sigmoidal amplification curve. Non-specific amplification typically repeats as non-reactive.

Event description:
The initial reporter alleged two discrepant hiv results when using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2023, sample ID (B)(6) generated a reactive result for both hiv and hepatitis c virus (hcv). The hcv result was determined to be a true positive, while the hiv result exhibited minimal, non-sigmoidal, and late amplification consistent with non-specific amplification. On the same date, sample ID (B)(6) generated a reactive result for hiv. This result also exhibited minimal, non-sigmoidal, and late amplification consistent with non-specific amplification.